Event description:
It was reported that during an sleeve gastrectomy procedure, the stapler would not hold position when articulated by the consultant. Was able to manual hold device into position when clamping down on tissue and fired as per normal. The surgery was not delayed and completed successfully. No fragments were generated. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2024. D4: batch # 703c05. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. The articulation mechanism was totally functional. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 703c05, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: ¿no¿ to either of these two questions.